Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the calibration was out of specification nd components were damaged and worn. The comb, comb spring, gear, stabilizer foot, bearings, side plates, bottom roll, pin, fasteners, and carrier guide were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that prior to surgery on an unknown date, surgeon was having difficulty turning the crank and feeding the tissue holder through. There was no patient involvement or impact. A second device was used for the procedure. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: canada. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.